Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue with the pump. It was noted that the battery compartment was cracked and there was moisture/corrosion in the battery compartment. The reporter stated that the battery cap was intact and able to secure properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings. On investigation, the alleged intermittent power issue was not duplicated. Review of black box data found multiple call service alarm related to processor communication time out. No unexplainable power loss was observed in the pump history. Battery compartment cracks were found above and below the grip pad. There was no evidence of moisture intrusion in the battery compartment. The battery cap was intact and the contact height and width measurements were within specifications. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Evaluation was unable to duplicate the alleged power issue. Related to the complaint, a leak test showed leak at the battery compartment cracks. Pump casing was opened and there was no evidence of moisture intrusion in the pump interior. Unrelated to the complaint, the display was found to be dim with a reddish contrast.